Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, dirt objective lens, light transmission failed, dent on tube, dent on frame, bent on tube and scratches on frame. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to dirt objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented black spots on image. There were no reports of patient harm.